Manufacturer narrative:
Information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
While under sedation for an diagnostic endoscopy the imager was shutting down on its own during exams. The monitor was on however no images were being generated and then it would shut off intermittently. The stabilizer and socket were both replaced but the problem persisted. The issues lead to a greater than 30 minute procedure delay; however, there were no reports of patient harm.

Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections, additional information, and device evaluation based on the approved final investigation. Updated fields: b5, d8, d9, g1, h3, h4 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus correcting b1, b2, and h1. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. H1 should also not be marked as serious injury but malfunction instead. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.